Event description:
During insection of guide wire into catheter, catheter guidewire broke leaving approx 60 cm in arterial system. Multipe attempts to retrieve were unsuccessful. Stent was placed over guide wire to prevent migrition. Pt was stabilized and transferred to ICU.